Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was 700 mg/dl. Reportedly, the customer had high ketones and ketone level was determined life threatening by health care provider. Customer also reported having multiple falls as a result. The customer went to emergency room (ER) and was treated intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was discharged from the ER on (B)(6) 2024. Subsequently, customer troubleshot the malfunction alarm with technical support and it was confirmed that the malfunction alarm had been cleared, and insulin delivery was resumed successfully. The customer continued to use the pump for insulin therapy.